Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead was discovered to be dislodged. During the lead revision procedure, a pericardial effusion was observed due to the right ventricular (rv) lead. The rv and lv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-18545.